Event description:
After an uneventful insertion of the pic catheter, teh guide was removed, observed unraveling, and eventually broke, the portion of the wire remaining in the catheter was removed using hemostats. Blood was aspirated from the catheter and the catheter was replaced.